Event description:
During a remote follow-up, noise was detected on the right ventricular (rv) lead which resulted in oversensing. Reprogramming is anticipated, but no known intervention has been performed yet. The patient was stable and will continue to be monitored.